Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient had diarrhea on (B)(6) 2016. The patient did not feel stimulation. The patient was unable to troubleshoot. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.